Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with itching, redness, inflammation, dry skin, and infection, under entire patch area, which occurred 1 day after the sensor had been inserted in the arm. The patient was seen by the hcp and the reaction was treated with a prescription of an oral antibiotic, flucloxacillin 10mg 4 times a day for 7 days. At the time of the report the patient was getting better. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.